Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal/increased pain. Telemetry confirmed the pump was stalled. The pump stalled at on (B)(6) 2011, at 4:20, while the pt was in bed and it did not recover. The hcp interrogated the pump multiple times and the pump still did not recover. The pump was replaced. The device system was used to deliver dilaudid 20 mg/ml, clonidine 5320 mcg/ml, and bupivacaine 14.8 mg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.